Event description:
Information received indicates when the brake is engaged, the caster wheels were not holding tightly.

Manufacturer narrative:
The technician adjusted all four caster brake pads and confirmed proper engagement to repair the bed.